Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported their original pacemaker was replaced because the bacteria infected their blood and the issue began (B)(6) of last year. Pt also noted a representative came to the hospital last year when their pacemaker was replaced. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).